Event description:
A malfunction was reported by the customer when an alarm occurred with the error code 16-0x20e6 immediately after the pump started. There was no adverse impact to the customer's blood glucose level as no information regarding the blood glucose value was provided. The distributor attempted to restart the pump but encountered the same malfunction, and as a result, the device was to be returned, and a replacement pump with a new serial number was issued. No additional information was provided.